Event description:
Additional information received: a. Please confirm the manufacturer for the cement product? Is it depuy synthes manufactured? If yes, please provide the product code and lot number of the cement product." Made by depuy synthes, product code:3105-040, lot number:4467636 b. How was the cement prepared for use? Upon opening, the inner packaging was found to be damaged as attached photos, thus the product was not used for the surgery.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, e1 (facility name). Corrected: d3, g1 (manufacturing site name). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: g4: device is not distributed in the united states but is similar to device marketed in the USA. Dmf# - 13704. Trade name ¿ gentamicin sulphate. Active ingredient(s) ¿ gentamicin sulphate. Dosage form - powder. Strength ¿ 1.0g active in our cements.

Event description:
It was reported that during the surgery, the outer packaging of the product was not deformed or damaged, but the inner packaging bag is damaged. Sterility was compromised due to the damaged packaging. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: inner packing damaged. It was reported that during the surgery, the outer packaging of the product is not deformed or damaged, but the inner packaging bag is damaged(as the photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment (B)(4). The photo investigation revealed that the smartsetgmv endurance gent 40g had a hole in the secondary powder pouch compromising the sterile barrier. This product issue will be addressed through j&j medtech orthopaedics quality system. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the smartsetgmv endurance gent 40g would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: nr has been raised to address current complaint condition.